Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial with information inadvertently left off. Additional information obtained identifies the problem was solved when the drivers were reloaded on the computer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned to the factory, investigation was carried out based on the available information. As a result, probable cause could not be identified. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.